Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. Visual examination showed no evidence of loose connections between the infusor luer and the pcm luer. The infusor was also filled with green water in order to verify any potential leak that could have been caused by any "loose" connections, but no leaks or defect were found. The device performed as expected. A batch review was conducted which found no nonconformances.

Event description:
It was reported to baxter (B)(4) that a basal/bolus infusor device had a loose connection to the patient control module luer during patient use. The facility wrapped the connection in tape and continued to use the device. The device was used to deliver 84 milliliters ropivacaine hydrochloride hydrate and 16 milliliters fentanyl citrate. There was no patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to a product distributed within the u.s. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.